Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. In addition; the instrument handle was disassembled for visualization of internal components, revealing a proper handle assembly. The counter arm was properly seated within handle. Microscopic evaluation noted no abnormalities were observed with the clip counter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the counter did not activate (illuminate) after the yellow tab was removed. When the nurse who felt suspicious about this tried to fire, the clip was not loaded, and the jaws did not open while kept squeezing the handle. When the distributor received the complaint product and squeezed it, the clip was fired, and the jaws opened. It was said that the jaws did not open even the nurse squeezed the handle to the end. The event occurred during laparoscopic cholecystectomy procedure, but the product was not used for patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.